Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Sr-(B)(4).l

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. Performed receiver charge and will boot test and it would not power on. Opened the receiver case for internal inspection and verified the main pcba defective u5 by resistance measurement at tp5= 26.53 (a known good resistance should be 0.6m.) Also, the receiver battery drained out to 0v. The complaint confirmation of the receiver overheating was confirmed. The root cause was determined to be a defective u5 in the receiver.